Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation (iol) surgery that a lens would not insert properly and would not unfold. A new lens was implanted during the initial procedure. No harm to the patient was reported. No further information is expected.